Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant procedure, it was noted that the competitor lead would not properly fit into the device header. The device was replaced.